Event description:
It was reported that during a left internal carotid artery stenting procedure, after positioning of the filter wire, the filter met resistance from the heavily calcified lesion. The area was dilated and the filter was successfully positioned and deployed. The stent was then advanced, but met resistance from calcification. The lesion was again dilated and the stent was positioned and deployed successfully. The patient experienced hypotension and bradycardia and was treated with neosynephrine, resolving the event. Additionally, during the procedure, the recovery catheter met resistance attempting to pass the distal edge of the stent. Two recovery catheters were used. The filter was successfully retrieved with the rx accunet "shapeable tip" design retrieval catheter. Reportedly, the procedure was prolonged. There was no adverse patient sequela. The patient was discharged home later in the day. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.